Event description:
It is reported by patient's attorney that patient underwent right knee replacement in 2001. Post-op, patient experienced difficulty with pain in the knee. As a result, in 2004, the right knee was revised where the articular surface was removed and another nexgen legacy lps articular surface was inserted.

Manufacturer narrative:
Cause cannot be definitively determined. No product or x-rays were returned for evaluation. Device history records are intact conforming and indicate manufacture to specification.